Manufacturer narrative:
Corrected information is provided in h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer phoned the company representative and was able to resolve the issue remotely. The system was not examined by the company representative at that time. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of three reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, the fragments of the cataract were not aspirating to the handpiece when vacuuming in phacoemulsification mode. The surgery has been completed without any impact to a patient. It was unknown if the issue was with console, handpiece or tip.